Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer was using the auto-mode feature on their insulin pump. The customer was assisted with trouble shooting and their insulin pump passed all test functions and performs as designed. It is unknown what caused the customer's blood glucose levels to rise. The insulin pump was not returned for analysis.